Manufacturer narrative:
Concomitant medical devices: sedr01 ipg, implanted (B)(6) 2013 620rg31 heart ring, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and intermittent capture. Reprogramming was performed. The lead was later capped. No patient complications have been reported as a result of this event.